Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 197 mg/dl. Customer was advised to disconnect from the pump. Customer stated that the drive support cap is flush. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional informational provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded and loose drive support disk. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip, address and serial label missing. No prime alarm.